Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were three similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports receiving eight false positive results for four individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This case is to document two false positive results obtained for individual 4. See related cases for alternate false positive results. Individual 4: customer reports individual received two false positive results on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 18263b, reader sn (B)(4). Customer confirmed that each false positive cue covid-19 test was followed by a confirmatory gene x-pert pcr test that was negative. Three out of the four individuals were vaccinated. Individual had no symptoms and there was no known exposure. Cartridges were stored at the recommended temperatures.